Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID 0x2071, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully restored normal operation, was advised to continue using pump, and was instructed to call back if malfunction alarm recurred.